Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that after insertion of the iol a tear was noticed in the lens. The lens was then removed and replaced with same model and diopter power. Sutures that were not part of the standard protocol were required. Patient prognosis is "post-op cataract care with physician".

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown, therefore a device history record (DHR) review could not be performed. Based on the available information, the exact root cause could not be conclusively determined. However, it is likely that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.